Manufacturer narrative:
Date returned to mfg: 4/19/2019. One used sample was received for evaluation. As received, the filter vent of the returned set was observed to be wet. The returned set was leak tested per the product specifications and leak was observed from filter vents. The leak appeared to seep through the vent material at various locations. The lot review was performed with no issues found. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vents due to infusate interactions.

Manufacturer narrative:
The device is available for evaluation, but has not been received yet.

Event description:
The customer reported primary plum set was leaking taxol at the filter during infusion. There was patient involvement but no report of harm, adverse event or delay in critical therapy.